Manufacturer narrative:
Product has been received by zimmer biomet. A complaint history review was conducted. No corrective or preventive action needed at this time as product was deemed to be conforming when it left zimmer biomet control based on a review of the mhr. A review of the mhr indicates there was no non-conformance during the production of the part. Further inspection indicates areas of deformation on the product, this damage likely occurred during the procedure. Review of device history records found these units were released to distribution with no deviations or anomalies. Completion of the investigation relayed to sales rep via email.

Event description:
G7 liner would not seat during intitial total hip arthroplasty.